Event description:
The pump was received for service with a report of overinfusion. The note from the ICU nurse stated "check rate calculations on pump. Ran in heparin too fast. Rate set at 11cc/hr but ran in 250cc over 4 hr's". Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury or age of pt.